Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) lgx (length and girth expansion) with a bad curvature. Due to this, the patient was dissatisfied, and a surgical intervention was performed to remove the lgx and implanted cx (controlled expansion). There were no patient complications.